Event description:
It was reported that the customer has been experiencing high blood glucose levels (300 mg/dl). Customer took manual insulin injection to stabilize his blood glucose levels. Reportedly, the customer overfills his pump.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.